Event description:
Same case as MDR ID: 2134265-2013-07559 and 2134265-2013-08292. It was reported that cardiac arrest and arrhythmia occurred. The patient presented emergently due to a heart attack. The target lesion was located in proximal left anterior descending (lad) artery. The physician advanced a 300cm pt² guide wire and the lesion was predilated with a 2.5x12mm emerge balloon catheter. A 3.50x20mm promus element plus drug-eluting stent was implanted. The procedure was completed and the patient was transferred to the holding area. Within the hour, the patient started complaining of chest pain and had EKG changes. The patient was brought back to the cath table and underwent cardiac catheterization which revealed a stent that was completely closed with thrombosis. A pt² guide wire of the same size and model was advanced and the thrombosis treated with a 15mm x 4.00mm nc quantum apex balloon catheter. While attempting treat the thrombosis, the patient experienced cardiac arrest and arrhythmia. The arrhythmia was able to be resolved. No further patient complications were reported and the patient's current status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).